Manufacturer narrative:
Upon further evaluation, service found adhesive on the bending rubber was detached, and the adhesive around the light guide lens was worn. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported an issue with the adhesive in the bending section and discoloration of the objective lens. The issues were found during maintenance. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found a gap in the adhesive between the plastic cover and distal end. This report is being submitted for the malfunction (gap of adhesive) found by service during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the event was likely caused by glue deterioration by chemical stress or physical stress on the distal end from hitting, dropping, or the like. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.